Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04112. It was reported the patient was not receiving effective stimulation. Reprogramming was performed; however, left lead was unable to provide effective therapy. Imaging showed that left lead had migrated. Surgical intervention may be pending to address the issue. It is unknown which lead had migrated, therefore both leads are being reported.

Manufacturer narrative:
A4 - patient weight updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the left lead was repositioned. This addressed the issue.